Event description:
Boston scientific crm (bsc) received information from a bsc field representative that this newly-implanted right atrial (ra) lead was associated with a report of oversensing and loss of capture. A bsc technical services (ts) consultant assisted with troubleshooting, and determined that atrial paces were falling in the qrs complex; ts suggested an x-ray to verify lead position due to possible lead dislodgement. It subsequently was determined that the lead had dislodged, and it was successfully repositioned the following day. The implant date was not made available and it is unclear if the event date was the day the issues were noted or if it is when the lead was revised.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.